Event description:
In 2001, patient reported pain and problem with system link. Patient was tested and appropriate adjustments were made by the company representative. However, attending clinician elected to replace device.